Event description:
The customer reported being in the emergency room twice for high blood glucose, and she was treated with a shot and an insulin drop. The customer was wearing the insulin pump at time of her admission. The customer stated that she woke up with 424mgd/l and few hours later her glucose level went up to 514mg/dl. The customer experienced nausea, back pain, ketones, and fruity breath. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.